Event description:
The user facility reported a 43-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support the physician attempted to reposition the pump away from the mitral valve and the purge flows decreased, and the purge pressure was above 1050. The physician decided to leave the cp in place with the blocked purge alarm. The pump eventually stopped and was briefly restarted before stopping again. The decision was made to explant the pump and the patient was reported to be stable.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was filed. The pump and purge cassette were returned for investigation. According to the clinical report, during repositioning, the md torqued the catheter, and the purge system blocked alarm appeared without resolution. The cause of the pump stop issue was a kinked purge line near motor housing, resulting in high purge pressure. This kink caused blood and biomaterial to enter the motor housing. The root cause of the positioning issue was most likely patient movement as this occurred after hospital transfer. In accordance with updated procedures, section d6 has been revised from the initial submission.